Manufacturer narrative:
Device is not expected to be returned, however device analysis is not required. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to infection. This device system was not replaced at this time. No additional adverse patient effects were reported.